Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the following: ¿speaker malfunction¿; ¿mx40 speaker was inop¿. The device was not in use on a patient at the time of event.